Event description:
It was reported that while stimulation was turned on, the patient did not sense stimulation. All of a sudden during the previous week, the patient stopped feeling stimulation, even after he increased the amplitude to 9.0 volts. The patient had been setting the amplitude to around 7.0 volts. The patient met with a manufacturer representative and still did not feel stimulation at 10.5 volts. The representative increased pulse width from 240 microseconds to 450 microseconds and the patient felt stimulation again at a setting of 9.3 volts while standing. The patient had a lot of scar tissue in his back. An impedance check yielded all normal values. No charging or communication issues were reported. The patient did not receive any messages on his patient programmer (pp) or implantable neurostimulator recharger (insr).

Manufacturer narrative:
Product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial#: (B)(4), product type: recharger. Product ID: 37744, serial#: (B)(4), product type: programmer, (B)(4).